Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a stuck slide clamp in channel a cannot be confirmed since the device was not sent to baxter for evaluation or repair. Therefore, no assignable cause can be given and no repairs will be made by baxter. The customer stated the reported condition was corrected onsite by replacing the channel a pumphead module and the device is currently operating as expected. Should the device or additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a stuck slide clamp in channel a, which interrupted a patient infusion in the cardiac surgery ward. The pump was swapped out and the infusion resumed on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version for this device is unknown

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4). According to the complainant, the patient was previously diagnosed with chronic pancreatitis (unknown diagnosis date). On (B)(6) 2010 liver function tests were recorded, and on (B)(6) 2010 no baseline biliary obstructive symptoms were assessed. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was not performed prior to this procedure and the stricture had been previously dilated with one plastic stent. A sphincterotomy was performed during the study stent placement procedure, and the previously placed plastic stent was removed prior to study stent placement. The 10 mm x 40 mm stent was deployed in satisfactory position across the stricture. During the study stent placement procedure, the patient experienced right upper quadrant pain. The patient was treated with medication and discharged. On (B)(6) 2010 the event was considered resolved without residual effects. The relationship between the event and the study stent placement was reported to be "highly probable", per the investigator. The investigator's reported device causality assessment was reported to be "related".